Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(6), product type: catheter. Concomitant medical products: other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 17-mar-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) mplanted: (B)(6) 2010 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that the patient's pump system was explanted last friday ((B)(6) 2024). The patient had meningitis. A small segment of the spinal segment was not able to be explanted.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the account disposed of the explanted segment of the catheter, but it was recommended that they return it for analysis.

Event description:
Information was received, from a healthcare provider (hcp) via a company representative (rep). Regarding a patient, receiving an unknown intrathecal drug via an implanted pump. For non-malignant pain. It was reported, that they felt like the anchor pulled on the pump and potentially tore. And the patient was leaking fluid a little bit. The hcp went back in and tied off the two spots where they thought it was leaking with a suture and the leaking stopped. The patient was going to eb. Referred to a neurosurgeon to do a catheter revision. The rep stated, that they were going to turn the pump to minimum rate tomorrow.